Event description:
Treatment of a right unruptured cav (cavernous) fusiform aneurysm measuring 14mm x 10mm. During pipeline deployment, it was reported that a hyperform balloon was used to achieve full wall apposition (an option presented in the instructions for use) on the distal end. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. Reference (B)(4).